Event description:
It was reported that during ovarian vein embolization to treat pelvic congestion syndrome, an embolization coil implant would not emerge from the catheter completely, despite the catheter having been properly flushed. The physician then attempted to pull the coil back into the catheter, only to find that the pusher wire had completely detached from the coil itself. Physician was able to successfully remove the catheter with the approximately 10cm of the coil protruding from the distal tip of the catheter as one unit, all under fluoro. Upon introducing a new catheter to regain access to the treatment site, the physician determined that no further coils were needed to successfully embolize the target vein. The patient tolerated the procedure "without further incident." There was no intervention.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is currently ongoing.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal section, separated from the pusher and partially stuck within the catheter. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during ovarian vein embolization to treat pelvic congestion syndrome, an embolization coil implant would not emerge from the catheter completely, despite the catheter having been properly flushed. The physician then attempted to pull the coil back into the catheter, only to find that the pusher wire had completely detached from the coil itself. Physician was able to successfully remove the catheter with the approximately 10cm of the coil protruding from the distal tip of the catheter as one unit, all under fluoro. Upon introducing a new catheter to regain access to the treatment site, the physician determined that no further coils were needed to successfully embolize the target vein. The patient tolerated the procedure "without further incident." There was no intervention.